Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a surgical procedure on the shoulder. It was reported that due to a chronic infection the whole device was removed from the patient and an antibiotic cement spacer was inserted until a later date.